Manufacturer narrative:
Investigation into this complaint included a service history review, a quality data review and complaint history review. The results of the investigation are summarized as follows: service history review a service history review did not find any prior service tickets related to a leak caused by a blocked air/vent tube attached to the lysis cradle on alinity m system, sn (B)(6). Quality data review (nonconformance (nc) / corrective and preventive action (CAPA) search): a search of nc/CAPA records was performed for instances related to a leak caused by a blocked air/vent tube attached to the lysis cradle on an alinity m system, ln 08n53-02. The query identified 1 quality record. This record addressed system solutions drawer leakage that spread beneath or beyond the instrument's footprint, which is a fall/slip hazard and reportable event. Although, a blocked air/vent tube attached to the lysis cradle (currently under review) was not a root cause of the investigation, the issue addressed in this complaint resulted in a leak that spread beyond the instrument's footprint and is therefore related. Complaint history review a complaint search was performed to identify past complaint tickets for any instances of a leak caused by a blocked air/vent tube attached to the lysis cradle on alinity m system, ln 08n53-02. The complaint history review found the complaint ticket, currently under review in this investigation, is the sole ticket related to a leak caused by a blocked air/vent tube attached to the lysis cradle on alinity m system, within the past 2 years. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: · alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. · system solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. · earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported there was a leakage under the instrument of the system solutions drawer of their alinity m system. Leakage is slightly outside the footprint of the instrument. Customer inspected the liquid located under the instrument and determined the cause to be an overflow of system solution drain pan and lysis air tube being blocked. It was noticed that the tubings weren't leaking. Field service engineer (fse) emptied the drain pan, cleaned the bottom of the system solution drawer and removed obstruction of lysis air tube. The system is operating as expected and customer has accepted instrument for use. It was confirmed that there was no exposure or injury associated with the leak. There is no patient involved as this observation was made by the alinity m user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list (B)(4), which is also us FDA approved.